Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. A small zippered tear was present at the rx exit port; the edges were smooth and no missing material was observed. The entirety of the device was intact and all pieces were accounted for. No damage was observed that would contribute to the reported failure. The probable cause of the reported failure could not be determined. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up supplemental report #1 is being submitted to advise pertinent device analysis findings.

Manufacturer narrative:
Internal reference: (B)(4). This case was reviewed and investigated according to the manufacturer¿s policy. Facility declined to provide patient information. Additional information obtained indicated the vessel was very calcified. As the physician was trying to wire through the occlusion and the wire (another manufacture's device) went into the sub-initial space. They (the physician) initially felt resistance, pulled the wire out and then reinserted the wire back into the manufacture's device. When they pulled it (the wire) out again, part of the wire was left in the sub-initial space. The tip of the wire (another manufacture's device) was stented in place. The case was completed successfully without any further incidence. There is no allegation the manufacture's device malfunctioned. No information available. Serial number is not applicable to this device. The implant or explant dates are not applicable to this device. Not applicable for this device. Concomitant medical products: no information available. Device not returned for analysis. Do not apply to this submission. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria.

Event description:
It was reported during a planned therapeutic peripheral procedure, another manufacturer's wire broke off in the patient in the dissected plane. Physician had to leave wire in dissected plane of patient. The manufacturer's device was removed and case was finished without any further incident. This adverse event is being submitted because the manufacture¿s device is a concomitant device in use when the tip of another manufacture¿s device separated. There is no allegation the manufacturer¿s device malfunctioned.